Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis evaluation: visual analysis of the photographs identified: white tissue, white particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported grade IV capsular contracture. Left side. Device explanted.

Event description:
Physician reported grade IV capsular contracture. Left side. Device explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on august 12, 2021 with lot number 2900844. Visual analysis of the returned device identified wear abrasion, voids and yellow encapsulation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.